Event description:
It is reported that the patient was revised due to implant fracture post-operatively.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the implants could not be reviewed as no lot information was provided. The product was not returned for review so no conclusions can be made as to the condition of the product. This device is used for treatment. A complaint history search for the item lot combination involved could not be completed as no lot number was provided. The most likely cause of the screw fracture cannot be determined definitively.